Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, the tube is blocked with an unspecified substance, despite being rinsed daily. The tube has also come out and turned around. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event tube is full of "guck". The complainant indicated that the device will not be returned for evaluation as it is still implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.